Manufacturer narrative:
No unexpected icon anomalies, display anomalies, off no power anomalies or blank display anomalies noted during testing. The pump passed the self test, displacement and off no power tests. The operating currents were within specifications. The pump had intermittent button response on the act, esc and down buttons due to a flattened dome switch. No damage to the keypad traces noted. The lcd keypad connector was not unlocked during visual inspection. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the button had intermittent responses. Customer reported the battery indicator on the screen always indicated full bars. Customer reported did not know when to change the battery. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.